Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument had an issue with dissecting tissue. The instrument locked down and the site was unable to release the tissue as the hinge was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis team. The instrument was found to have severely bent grip tips, causing side to side/vertical misalignment of the grips likely causing lock down issue reported by the customer. Components adjacent to this severely bent grip do not show damage. No broken parts were found.

Event description:
Refer to h10/h11 for follow-up information.